Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he was trying to test. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 6am. The patient reported using oral medication with diet and exercise to manage his diabetes. The patient denied making any changes to her usual diabetes management routine. The patient reported 5 hours afterwards she developed symptoms of ¿vomiting, diarrhea and sweating.¿ the patient reported on (B)(6) 2013 at 11:10am he was treated by emergency medical services (ems) with 3 units of humalog. The patient reported at 11:30am a reading of ¿135mg/dl¿ was obtained by ems. At the time of troubleshooting, the patient was found to be using the correct test strips. When the power button was pressed, the meter turned on. The cca determined it was not the first time the meter had been used and there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to test his blood glucose, developed symptoms suggestive of hypoglycemia and required treatment from ems.